Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was isn't getting a delivery and confirmed that she got a no delivery alarm during priming. Customer stated that she was out of town and didn't have extra supplies with her. Customer's blood glucose was 492 mg/dl. Customer stated that she does not have a back-up plan. Customer stated that the alarm just occurred during manual prime. Customer stated that the alarm is not recurring. Customer found no damage on the p-cap needle. Customer stated that the insulin did exit during the manual plunger push. Customer stated that the pump did not alarm no delivery. Customer was advised the pump was working as designed.